Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the stent found that the crimped stent on the device was damaged on the balloon. Stent struts in the proximal section of the stent were lifted upwards from the stent profile. The distal crimped stent was not damaged and the outside diameter was within specifications. The product stent protector was not returned for analysis with the device however the inside diameter of the stent protector was found within specifications, therefore, it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found damage to the outer and inner wire lumen 47mm proximal from the distal edge of the tip. The damage gave the appearance of flattening of the tubes. A visual and tactile examination found multiple kinks along the hypotube shaft. Based on the analysis it may be possible that the damage to the inner & outer lumens and the stent occurred during the preparation and handling of the device while removing the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation stent damage occurred. A 2.50x24mm promus premier¿ stent was selected and prepared. It was noticed by the physician that the proximal segment of the stent appeared to be kinked. Nothing has entered into the patients body. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation stent damage occurred. A 2.50x24mm promus premier stent was selected and prepared. It was noticed by the physician that the proximal segment of the stent appeared to be kinked. Nothing has entered into the patients body. No patient complications were reported.